Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient experienced a csf leak following an implant procedure. The patient received a blood patch and the leads were removed. There have been no reports of further complications.